Manufacturer narrative:
(B)(4). This device is not available for investigation. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
On admission of a patient to the emergency department an ez-io needle was inserted pre-hospital into the right proximal humerus. A decision was made to remove the needle as other access was established. On removal with a luer lock syringe the needle suddenly became free and a click was heard. On inspection the end of the needle appeared to look flat and slightly curved at the end. The needle was retained initially for inspection then thrown away. An x-ray revealed some needle left in the bone and the patient was reviewed by the orthopedic team and they advised no for further intervention at the present time. An ICU consultant reviewed the CT traumagram and the io needle looked bent. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
On admission of a patient to the emergency department an ez-io needle was inserted pre-hospital into the right proximal humerus. A decision was made to remove the needle as other access was established. On removal with a luer lock syringe the needle suddenly became free and a click was heard. On inspection the end of the needle appeared to look flat and slightly curved at the end. The needle was retained initially for inspection then thrown away. An x-ray revealed some needle left in the bone and the patient was reviewed by the orthopedic team and they advised no for further intervention at the present time. An ICU consultant reviewed the CT traumagram and the io needle looked bent. The patient's condition is unknown at this time.